Manufacturer narrative:
Section a4: patient weight requested but not provided. Manufacturer's investigation conclusion: the reported event of a loose part inside the housing of the mobile power unit (mpu) was confirmed via testing of the returned mpu (serial number: (B)(6) ). The mpu was evaluated by service depot. The mpu was opened to inspect the interior of the unit revealing that a screw was lodged inside the housing near the patient cable connector. Further inspection revealed that there were no missing screws on the unit¿s assembly; all areas where the screw is used were inspected and the parts were completely secured. Therefore, the observed loose screw was determined to be an extra part inside the unit. The extra screw was removed and the housing was closed. The mpu was then functionally tested and passed without any issues. The mpu was shipped to the rental pool. A manufacturing analysis task was created to address the observed issue of an extra screw inside the mpu. The probable cause of the extra screw in mpu (serial number: (B)(6) 51) is an operator error that resulted in the manufacturing operator dropping an extra screw in the mpu. This would have to be followed by an inspection in which the quality analysis (qa) technician made an error and did not notice the sound of the rattling screw of the extra part inside the unit. A re-training to the mpu assembly and inspection procedures was performed. The root cause of the reported event was determined to be an operator error in which the manufacturing operator dropped an extra screw during the manufacturing process of the unit. The device history records were reviewed and the records revealed that the (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 16sep2021. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the mobile power unit had a loose part inside of the device. A replacement was requested.